Manufacturer narrative:
The biomedical engineer reported the battery was allowed to fully charge and passed the performance verification testing (pvt) to confirm the alleged malfunction was fully resolved. No product malfunction was confirmed, and there were no parts replaced.

Event description:
It was reported to philips by a customer that the unit will not stay on when ac is not present. The unit will not run on back up battery. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme had reported the unit will only operate on battery power for approximately 30 seconds after charging for 8 hours. The bme stated the unit had 27 volt output from the power supply and he swapped another battery from a different v200 battery and attempt to fully charge.